Event description:
The surgery center reported that a laser vision correction patient was presented with a trace of diffuse lamellar keratitis (dlk) on left eye (os) at two day post op visit exam. Topical steroid (pred forte) dosage was increased. The patient commented it was asymptomatic.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.